Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37791, product type: recharger. (B)(4).

Event description:
It was reported that there was a recharging issue, it was taking too long. The patient tried charging his stimulator on (B)(6) 2015 and they could not get any bars and no windows like it was supposed to show. They pushed all buttons on the recharger and for a while there was nothing on the screen. They kept pushing all buttons and the recharger did something to her stimulator. It made her legs start shaking, jerking, like pulsing "thump-thump-thump". It was noted that only her patient programmer was supposed to turn it on and make her legs pulsate, not the recharger. It never did it before. They finally saw some pictures on the recharge but could not get coupling bars to come up. They saw a screen with the bell icon. The patient was concerned why they felt pulsation when they did not even though the patient programmer. It was noted that they started feeling stimulation/vibration, but it felt jerky, down their top of their legs like pulse. The stimulation had not felt like that before, it was jerky that lasted for 15 minutes. The patient was thinking it was going to blow up. The patient was scared to use the patient programmer. It was confirmed that the patient did pressed the therapy on button on the recharger. The patient did not know that the recharger could turn the stimulator on. The patient tried using the patient programmer but the screen was blank, the batteries were replaced and it was still blank. After 10 minutes the patient programmer finally showed a new window, it would not stay on. The patient confirmed that the issue was resolved. The programmer started working and showed that she was at 400. They kept fooling with the recharger and got the stimulator to charge, got about three quarter charge. It was noted that the bell was the triangle and she saw a screen with the round corners and lightning on it and something that looked like a gas pump, this was seen on the recharger while describing the "bell". It looked like the battery was almost empty. The patient programmer could have showed her the screen to charge the stimulator. The patient fell 3-4 weeks ago and had not used the therapy since then. The patient had poor coupling screen. On (B)(6) 2015 the patient got 8 coupling bars and since implant they had been having problems with getting coupling bars sometimes. They had to move antenna around and sometimes it had to be on for a minute for coupling bars to appear. They had to press antenna so hard for bars to appear that it hurt her. Even at their physician office with the manufacturer representative they could only get 4 bars. The patient was told to go home and work with it and they would figure it. The patient used the recharger and all the bars were empty. They repositioned and turned the dial and did not get any coupling bars. There was an attempt at antenna locate feature but this did not resolve the issue. They got 2 couplings bars, they moved the antenna again and did not get any coupling bars. It was noted that a new recharger antenna would be sent to try. It was noted that therapy and symptoms were considered to be sudden. The patient started to have difficulty with getting coupling bars sometime in (B)(6) 2013. The patient started feeling stimulation which felt jerking stimulation on (B)(6) 2015. The patient was at her follow up appointment after implant and could only get 4 coupling bars on (B)(6) 2013. It was noted that one health care professional was putting shocks in her back and neck. The patient bent over a couple of weeks ago and felt some pain where the stimulator was. It was a sting and it hurt where the stimulator was. Since then it had been sore and uncomfortable. The patient was kind of laying around working with that and healing and did not use her device. The pain was still there. The patient felt the pain if they turned their body a certain way. They felt discomfort where the stimulator was even after walking. There was a fall related to the issue. The patient fell in the kitchen on her right knee. They did not fall on her behind where the stimulator was but they fell 3-4 weeks prior to the report. No one had checked her device in two years. The stimulation issue was related to positional movement. The fall was sometime in (B)(6) 2015. The patient was upset over more than just the device not working. If additional information is received, a follow-up report will be sent.